Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable. Patient switched pump and cassette and remodulin infusing. Pump not replaced. No furtherdetails provided. No patient injury was reported.